Manufacturer narrative:
The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing record for retriever x6, lot number 33040, was reviewed and no anomalies were found that are related to this complaint.

Event description:
A (B) (6) male pt who had experienced a subarachnoid hemorrhage 2 days prior presented with a left m1 occlusion. The physician elected to perform a mechanical embolectomy using the merci retriever. During the case, the physician noted that the m1 clot felt "very hard". The physician torqued the merci retriever x6 device and experienced a tip fracture. The tip detached distal to the m1 clot. The physician attempted to retrieve the fractured tip with a snare but was not successful. Recanalization was not achieved. Three days later, the family withdrew care on the pt, and the pt expired. The physician did not feel that the retriever tip fracture worsened the pt's overall outcome.